Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h10.

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needle clogged during injection. Verbatim: consumer reported needle clog during injection. Consumer does not re-use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needle clogged during injection. Verbatim: consumer reported needle clog during injection. Consumer does not re-use."